Manufacturer narrative:
Date of event: event date is unknown, event date approximated based on boston scientific aware date.

Event description:
It was reported that stent fracture occurred. A vici stent was implanted in the right side groin area of a patient. Months later, the patient returned for a procedure on the left side and another vici stent was implanted. A fracture of the vici stent on the left side was reported.